Event description:
Additional information was received from the consumer on 2017-02-06 in response to a follow-up letter. The caller reported an appointment with their health care professional (hcp) scheduled for (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation. The programmer was showing that therapy was on but the patient had not felt stimulation since a couple of weeks ago ((B)(6) 2017). This was reported to be a sudden change. For the past couple of months the patient had been getting chiropractic adjustments to their back twice a month. It was requested for a manufacturer representative to be at a health care professional (hcp) appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.